Event description:
It was reported the pump was delivering hydromorphone and ¿it was less than 1mg in a 24 hour period because when she switched over I started having troubles when they switched over to the new one, because the new pump had a new battery and I was overmedicated I mean I couldn't feel my legs". When questioned what the dose and concentration was at the time it was reported "yeah they put it on the same dose as it was with the old pump". No intervention or outcome was reported for the event. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-1, lot# n337341, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. (B)(4).